Manufacturer narrative:
Investigation: review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact the reported defect. Received one used q-syte unit catalog number 385100; lot number 8054576. The q-syte was attached to an extension tube and a syringe visual/microscopic examination: slit tears on the septum top disk. Water leak test: q-syte was leak tested in the actuated and un-actuated positions; using the extension tubing and by itself. Leakage was not confirmed in the un-actuate or actuated position during testing septum column tear assessment: no damage (tear) was observed along the column on one side bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. O slits tears on the septum bottom disk. Photos of the slit centeredness: the septum slit cut was not off center the defect leakage described in the incident report could not be confirmed or replicated with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced.

Event description:
It was reported that drug leaked from the q-syte of the bd q-syte¿ luer access split-septum stand-alone device before it was used. As reported by the customer, "drug leakage."

Manufacturer narrative:
The reported lot # [8054576] was not found for the reported catalog # [385100]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that drug leaked from the q-syte of the bd q-syte¿ luer access split-septum stand-alone device before it was used. As reported by the customer, "drug leakage"